Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: the pump's black box data from the date of the alleged issue had been overwritten due to continued use of the pump. The current black box had no indication of alarms related to the alleged issue. The rewind, load cartridge and prime steps were performed successfully with no alarms. The pump passed a force sensor calibration check. The pump was exercised for 24 hours with no alarms duplicated.